Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) levels ranged from 250 mg/dl to 300 mg/dl, which were addressed with manual injections. The customer was able to load a cartridge successfully during past events. The customer reported a bg value of 359 mg/dl due to stress, which was addressed with a manual injection. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.